Manufacturer narrative:
(B)(4) date sent 5/20/2026 d4 batch # unk b3: only event year known: 2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what device was used for the reloads? What two anatomical structures were being connected? Was buttress material used? Any malformed staples throughout the procedures? What was the product code that was used for the reloads? Why does the surgeon believe the leaks are associated with the gold reload? What post-op care did the patient receive? Please give the procedure date? What type of tissue was the device fired on? What is the product code of the device that was utilized in the surgery? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
I was reported that during an unknown procedure a leak occurred, and the common denominator was the gold reload. If other, describe --> anastomotic leakage, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes, was device explanted? --> false, did patient require revision surgery? --> true, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? --> reoperation, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? --> reoperation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, if yes, describe --> reoperation.